Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were under infusions of chemotherapies not ending on time. Although requested, further information was not provided.

Event description:
It was reported that there were under infusions of chemotherapies not ending on time. Although requested, further information was not provided.

Manufacturer narrative:
Additional information added: g3 foreign.